Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported leak could not be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the gripper lever cap was leaking during preparation. It was reported that during preparation of the clip delivery system (cds), the gripper lever cap was leaking after the chamber was filled. The cap was confirmed to be closed, but the leak continued. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.